Event description:
It was reported that the pump was under infusing. Out of box failure was noted. No patient injury was reported.

Manufacturer narrative:
Operator of device and initial reporter also sent to FDA are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b5: additional information received on 03-aug-2022 via email and attached in complaint object: there was no patient involvement and the event happened during bench test. H6: event problem and evaluation codes: updates not required. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120.

Manufacturer narrative:
Event problem and evaluation codes: updated. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device was previously repaired for damaged dso (down stream occlusion) seal. These repairs should not have impacted the delivery accuracy. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found device in good condition. Functional testing found the pump was found to be working as programmed and intended. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms (B)(4).